Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer experienced a hyperglycemic episode with blood glucose level of 700 mg/dl along with symptoms such as confusion, feeling unwell, headache, flu-like, tiredness, altered vision, cramps and increased thirst. The customer was admitted to the ER and was treated with a manual injection. It is unknown if the customer was using the pump in the 48 hours before the episode. Troubleshooting was performed and the customer also reported the flashing medtronic symbol on the insulin pump, blank display, an open book image when inserting a battery, battery cap damage and damage at the back of the insulin pump. No further patient complications were reported. The customer will discontinue using the insulin pump and will be returned for analysis.

Event description:
The device was returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Retainer ring = black. Case type = ngp. Customer returned insulin pump for an alleged battery cap broken/cracked/damaged, blank display, flashing medtronic logo, critical pump error (open book image) alarm, cosmetic damage located at the back and visit to emergency room for high bgs found on (B)(6) 2022 (per ss event date). However, the insulin customer's note stated the customer visit to emergency room for high bgs found on december 08 2022. Insulin pump was received with a cracked battery tube threads and a cracked case behind the insulin pump near the battery tube compartment. Insulin pump was received with a missing metal contact on the original battery cap. A test battery cap locks securely into place. Insulin pump was also received with a critical pump error (open book image) alarm. No blank display noted. Unable to verify flashing medtronic logo and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test due to critical pump error (open book image) alarm. Successfully downloaded insulin pump traces and history file using thump. Unable to upload insulin pump to carelink due to critical pump error (open book image) alarm. Critical pump error (open book image) alarm triggered by three consecutive insulin pump error alarms (variableinfo = 0c) on december 08, 2022 at 16:00:26.000 and december 08, 2022 at 16:01:06.000 as per the detailed trace file. As per global logic analysis (esf#: 4665810), insulin pump error alarms (variableinfo = 0c) (line number 546 file number 522) was generated due to arm watchdog failure (1 st byte code = 0xc = 12). Suspecting hw issue. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification range. No power error 25, low battery alert, power loss alarm and replace battery alert/replace battery now alarm recorded in the formatted history file for the event date. The insulin pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/electrical board. However, corrosion was found on the electrical board force sensor, motor and vibrator¿assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a scratched case and a serial number label fading. Cosmetic damage was confirmed at the back of the pump. Battery cap broken/cracked/damaged/battery cap contact missing/damaged were confirmed. Blank display was not confirmed. Unable to verify customer alleged for high bgs. Unable to upload pump to carelink due to critical pump error (open book image) alarm. Unable to verify flashing medtronic logo and perform the required testing due to critical pump error (open book image) alarm. Critical pump error (open book image) alarm confirmed due to three consecutive insulin pump error alarms. Critical pump error (open book image) alarm and insulin pump error alarms due to corrosion on the electrical board. During visual inspection, corrosion was also found on the force sensor, motor and vibrator¿assembly noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.